Manufacturer narrative:
The returned devices were visually assessed, and critical specifications were confirmed. As described in the feedback, one of the locking clips was broken. The root cause of the screw backout is the locking clip fracture. However, it is unknown if the locking clip was fractured before, during, or after implantation. Therefore, the root cause of the clip fracture cannot be determined.

Event description:
At one month post-op it was noticed on x-ray that the screw was backing out. At two months post-op the screw was back out even further. The plate was then removed. The screw retaining clip was noticed to be broken, and the half that would hold the loose screw was missing.